Manufacturer narrative:
Corrections in d4: lot number. Additional information in d4: UDI number. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported, that two polaris plug drivers have twisted tips. That can no longer perform final tightening. This was discovered, during inspection at a hospital. There was no patient impact. This is report two of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed deformation damage to the tip of the device. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two polaris plug drivers have twisted tips that can no longer perform final tightening. This was discovered during inspection at a hospital. There was no patient impact. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00066.

Event description:
It was reported that two polaris plug drivers have twisted tips that can no longer perform final tightening. This was discovered during inspection at a hospital. There was no patient impact. This is report two of two for this event.